Manufacturer narrative:
The insulin pump received with the operating currents within spec. And passed the self-test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test, and displacement accuracy test. The insulin pump received with minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer was hospitalized for high blood glucose. It was reported that the customer's blood glucose level at the time of hospitalization was 50mg/dl. It was reported that the customer was in an accident prior to hospitalization, but the customer was not the driver. It was reported that the customer was on an IV while in the hospital. No further information provided. It was reported that the customer did not trust the pump, and was sending it back.